Event description:
The customer reported that a patient went into cardiac arrest during labor.

Manufacturer narrative:
The customer reported that a patient went into cardiac arrest while in labor. The customer has confirmed in the report that this issue was not caused by a philips product. Philips field service engineer (fse) was contacted on 04/18/2008 and confirmed that the patient was connected to a philips fm30 monitor which was operating as intended. The customer had also stated in the product incident malfunction report that the philips product functioned properly. The troubleshooting and repair that had already been done by the philips fse/repair center engineer/customer is considered as all that is warranted for this issue. There is no issue detected for the device and the patient cardiac arrest was easily detected. Additionally, the available information from this report does not support that this issue represents a systemic, design, or labeling problem. The product remains at the customer site.